Manufacturer narrative:
The lot history records have been reviewed with special attention to the MFR and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The complaint is confirmed. The examination of the returned device revealed the tear-off of the outer sheath at the catheter reinforcement. The tear-off and the elongation of the outer sheath indicate the occurrence of high deployment forces during the attempt to release the stent graft. However, on the basis of the info received and the examination results of the returned sample, the exact cause for the tear off of the outer sheath of the catheter cannot be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a procedure in an av graft for venous outflow, the stent graft failed to deploy. The procedure was done using an 8f sheath and a 0.035 guide wire. It was not difficult advancing to the intended site as the path was not tortuous. Once at the intended site, the device deployed about 2cm only and would not deploy any further. The device was removed and the procedure was completed with another stent graft. No reported injury to the pt.